Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2012. Patient had been having syncopal episodes. The physician suspected vt but was not able to induce vt. He then suspected that the device, in combination with high thresholds in the rv, could be the issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)